Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced a shock on the right side instead of the intended left hip, and the pain was not alleviated by the permanent implant. A revision surgery was conducted about three months ago, but the issue persisted with the permanent implant not providing relief, despite the trial implant working well. The patient was redirected to their healthcare provider for further assistance, and the issue remained unresolved.